Event description:
Reportedly, on wednesday 17, while interrogating the device (edis dr df4) with the smarttouch programmer (tpac422501), an error occurs (&bad implant). We tried to exit the session and re-enter several times but the same error appears. We tried to re-interrogate the device without rf orchestra link (only with cpr4) but the error persists. We also tried to change position of the programmer in the operating room and finally we tried to change the device but the same error occurs. Then, we had to change programmer to perform the implant. The smarttouch is updated to 3.16 and we already performed two implants without any issues. What could have happened? I'll update also cso files as soon as possible,

Manufacturer narrative:
The review of provided data confirmed the reported issue: ¿&badimplant¿ was displayed since the programmer couldn't recognize the implantable device. The analysis of the expert files showed that have been provided shows that on (B)(6) 2024 at 17h03, the battery of the subject tablet was removed during the interrogation of an implantable defibrillator (ICD). The analysis of the expert files showed that the platinum programmer software had been corrupted when the battery of the subject tablet was abruptly removed during ICD interrogation. The smartview 3.16 was re-installed on 17 july 2024 at 13h33 and no more issue was observed after the re-installation. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on wednesday 17, while interrogating the device (edis dr df4) with the smarttouch programmer (B)(4), an error occurs (&bad implant). We tried to exit the session and re-enter several times but the same error appears. We tried to re-interrogate the device without rf orchestra link (only with cpr4) but the error persists. We also tried to change position of the programmer in the operating room and finally we tried to change the device but the same error occurs. Then, we had to change programmer to perform the implant. The smarttouch is updated to 3.16 and we already performed two implants without any issues. What could have happened? I'll update also cso files as soon as possible.